Manufacturer narrative:
The complaint was unconfirmed. The device passed all visual inspection and automated incoming tests with no anomalies observed. The main printed circuit board (pcb) was replaced, as a preventative. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial sensitivity was out of specification. The epg was returned for service. There was no patient involvement.